Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving prialt, unknown concentration at 1.1012 mcg/day dose and baclofen at 550.6 mcg/day dose via intrathecal drug delivery pump for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that patient wanted to make sure her pump was working because she just had an magnetic resonance imaging (MRI). Patient had a thoracic MRI done because the healthcare professional (hcp) thought the catheter might be misplaced/moved. Patient had a thoracic MRI due to catheter possibly being misplaced/moved. Patient started having "bowel issues" and was in "extreme pain" and when she went to the hcp on (B)(6) they suspected the possible catheter movement and wanted her to get the MRI. The hcp decided to raise the prialt and keep the baclofen the same. No further complications were reported.

Manufacturer narrative:
(B)(4). Eview of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of the possible catheter movement was not applicable. The results indicated catheter was intact. No movement was reported. No patient had crps, severe neuropathy, degenerative join disc disease. The patient has had a cervical, lumbar cervical discectomies. No further complications were reported.